Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one valeo pta dilatation catheter was returned for evaluation. On visual evaluation, the device appeared clean and the stent was dislodged from the balloon proximal and the balloon is still inside the balloon protector. The stent appeared to be crumbled or crushed. Microscopic observation also confirms the allegation. No functional test performed due to the condition of the device and nature of the complaint. Therefore, the investigation is confirmed for the reported device dislodged and material deformation has confirmed as stent dislodged from the balloon and appeared crumbled or crushed from the device returned for evaluation. A definitive root cause for the alleged device dislodged and material deformation could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the valeo balloon expandable products that are cleared in the us. The 510 k number and pro code for the valeo balloon expandable products are identified in d2 and g4. H10: d4 (expiry date:03/2022). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the stent crumpled in first and detached from balloon. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the valeo balloon expandable products that are cleared in the us. The 510 k number and pro code for the valeo balloon expandable products are identified in common device name and PMA/510(k). As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date (03/2022).

Event description:
It was reported that during a stent placement procedure, the stent allegedly did not fit on balloon and dislocated before entering in to the sheath. It was further reported that another device was used to complete the procedure. There was no reported patient injury.